Event description:
It was reported that the patient presented to the ep lab upon discovering high pacing impedance, increased capture threshold and diminished sensing on their right ventricular lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable.